Event description:
It was reported that the patient presented to the emergency department with a "stabbing and shocking" sensation and palpitations. It was noted that the right ventricular (rv) lead exhibited a drop in r-waves, high thresholds, and loss of capture. It was determined that the lead had dislodged. The lead was turned off, repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.